Event description:
Customers said that the tumescent pump is not working properly when they press on foot pedal. The pump does not respond, and at times it will start on its own and can not be stopped. No patient injury noted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: device evaluation determined a failure of the pump head and a broken cable on the pedal.

Manufacturer narrative:
Additional information as well as the device to be returned have been requested. Should additional information become available, a supplemental report will be sent.